Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During insertion of PICC line for a patient less than one year of age, in the first instance, when physician flushed PICC line, the line appeared to have a crack at the hub and leaked fluid when flushed. This is a patient safety issue as the PICC procedure was prolonged due to failure of device from two different lot numbers. There are two medical device reports associated with this event. This report is for the first report.

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. One sample was returned for evaluation. Upon visual inspection, no damage was observed on the catheter or catheter hub. During functional testing¿performed by crimping the tubing with a hemostat¿a leak was detected originating from the tubing. The most likely cause of the leakage appears to be damage or puncture to the tubing that may have occurred during use. Based on the findings, the issue appears to have originated from conditions present during use in the user¿s environment. As such, no corrective action will be taken at this time. However, argon will continue to monitor for similar reports to support ongoing product quality and safety. Additional information provided in d.9., h.3., h.6. And h.11.